Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) on (B)(6). The customer reported a leak from sample reagent wash pump (srwp) and reagent probe 1 (rp1). A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the rp1 and srwp seals and the connection into the srwp cylinders. The cause of the discordant, falsely elevated salicylate results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated salicylate results were obtained on patient samples on an advia 1800 instrument. The first sample was tested on (B)(6) 2016 resulting high. Discordant results were not reported to the physician(s). It is unknown if the sample was repeated, as no data have been provided. The following day, (B)(6) another discordant salicylate result had been obtained. The customer stopped running salicylate and sent out samples to a sister site for testing. There are no reports of patient intervention or adverse health consequences due to the discordant salicylate results.